Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off during tissue plasminogen activator (tpa) therapy and did not save the data. The pump had to be reprogrammed but it was unknown how much was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.